Event description:
Reporter alleged obtaining the results of 170-179 mg/dl and 50-59 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she had some hypoglycemic symptoms and self-treated with food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she used and discarded the strips, so they will not be returned for evaluation.

Event description:
It was reported that the defibrillation lead lead was too short. The lead was not used and a longer length was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
Will not be returned to manufacturer.